Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (39 mg/dl). Reportedly, the customer is new to the pump, and the customer's health care professional recommended basal setting adjustments. Tandem technical support guided the customer through adjusting the basal rate. Customer stated low bg levels will be addressed with basal settings adjustments.